Event description:
It was further reported that no other action was taken other than the dye study, roller study and subsequent catheter revision/replacement as previously mentioned. The patient was discharged from the hospital and returned to a snf/assisted living. Her pain seemed to be under better control. No further information was available.

Event description:
It was reported that the patient was not getting pain relief; the patient had pain in her back and neck. A dye study was done on (B)(6) 2013 and showed the catheter to be patent in the lower thoracic area, but the patient was not getting adequate pain relief and the dose had been escalated to 1.2 mg/day. The rotor study showed that the pump was functioning properly. The catheter tip was in the lower thoracic spine. The patient wanted the tip higher into the cervical spine. At implant, the physician could not advance the catheter past the lower thoracic region. There was no alleged product issue. On (B)(6) 2013, the catheter was removed and the new catheter was placed entering above the thoracic area restriction and placing the catheter up to the c6-7 level. The pump was delivering dilaudid. The dose was decreased to 0.5 mg/day once the catheter revision was complete. The patient status was reported as ¿alive-with injury¿. The injury was noted to be ¿increased pain, medication escalation, and patient was hospitalized after the catheter revision¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709,serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).